Event description:
Additional information stated that the device fell into the body and was subsequently retrieved. The procedure type was clarified to be a hepatectomy. Due to the issues, there was a 5 minute delay but there was no impact to the patient due to the delay. The procedure was completed with another thunderbeat. There was not a prolonged hospital stay, nor any other intervention required post procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
Customer has reported this event to the french national agency for the safety of medicines and health products (ansm). Due diligence performed for this event with no response from the customer as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic liver surgery, the device stopped working. The teflon pad of the device peeled from the device. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to the initial with information inadvertently left out. Additional correction to the initial d9. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the "5 minute delay" could be due to the device malfunction. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." In addition, the following non-reportable malfunctions were found during the device evaluation: tissue pad detached, coating peeling, and tissue pad wear. Olympus will continue to monitor field performance for this device.